Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock during an atrial arrhythmia due to an anti-tachycardia pacing (atp) time out. Initially the episode started in the vt-1 (ventricular tachycardia) zone which was programmed to monitor only, but then it accelerated into the vt zone. When this occurred, the rhythm ID (rid) was lost due to the redetection. The device then delivered on burst of atp but then delivered a shock due to the atp timeout. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to evaluate the situation. A ts representative discussed that one zone being monitor only while having the rid to on can create this situation. It was also discussed to reconsider reprogramming the device so that there is not a monitor only zone. At this time, this ICD remains implanted and in service. --- additional information was later reported that this patient received two inappropriate shocks due to an atrial tachycardia that the rhythm ID had wrongly classified as a ventricular tachycardia. The device was reprogrammed to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.